Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Reportedly, the customer continued to use the pump for insulin therapy. It was also reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.